Manufacturer narrative:
Concomitant medical devices: fr995-27, tissue valve, implanted: (B)(6) 2018; w4tr01 crt-p, implanted: (B)(6) 2020; 4678, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately one month post upgrade to a cardiac resynchronization therapy pacemaker (crt-p). The crt-p system was removed. The patient's previously inactive leadless pacemaker was reactivated. No further patient complications have been reported as a result of this event.